Event description:
Additional information received from the healthcare provider for a clinical study, via a manufacturing representative, reported the wound site infection was severe and required prolonged hospitalization for treatment. There were neither ins (implantable neurostimulator) system malfunction nor patient factors. There was no issue with the implant site at post-implant procedure. The patient recovered.

Event description:
Additional information received from the healthcare provider for a clinical study reported frequency of incontinence at 12 month follow-up was "99 times per week."

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g3jg, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The health care provider via a manufacturer representative reported that the patient received implantation more than 4 months ago. Signs of infection were observed in the implantable neurostimulator (ins) implantation site on (B)(6) 2015. Antibiotics were administered and the patient's clinical course was observed. No improvement was achieved and the treatment effects were decreased, so the patient requested removal and it had been decided to remove the device. If improvement is achieved, a second implantation may be considered. The complete system was removed under lumbar anesthesia on (B)(6) 2015. First an incision was made to access the stimulator pocket and an attempt was made to cut the lead. As the lead was placed several months ago, it was expected that the tines might have fixed and strong resistance might be encountered during the removal. Contrary to their expectations, the lead came off along with the stimulator when the device was removed. The lead entry was also opened for cautions sake and both the stimulator and lead entry were cleaned with saline. A tube to discharge pus was temporarily secured and with the tube exposed, the surgical incisions were closed. The explant procedure took approximately 2 minutes and was completed. The patient's target disease was fecal incontinence.